Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the arterial roller pump lost power. Per the perfusionist, the system came back up after a few seconds. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per another perfusionist, after the pump reset itself, it was left in place on the base and was used for a heart transplant procedure early the next morning and performed without incident. On (B)(6) 2013, the perfusionist decided to remove the roller pump from the system base and place it in the pump room to be checked out. The field service representative (fsr) inspected the system on (B)(6) 2013. The fsr found that the pump's log files recorded forty-one incidents of "5y supply current test failure" messages. This was the time that the pump shutdown while the perfusionist was priming. The fsr ran the roller pump with 1/2" tubing installed for one and a half hours. He performed pump jam and overspeed tests, reseated/flexed pump to network interface card (nic) / printed circuit board (pcb) cables, stopped / started the pump rapidly, varied the speed, as well as running the pump in reverse. He was unable to get the pump to fail during any part of this test. The unit operated to manufacturer specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.